Event description:
It was reported that the bd ultra-fine¿ insulin syringe contained foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the user's verbatim report, fm came out of the needle before he/she aspirated insulin."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe contained foreign matter. The following information was provided by the initial reporter, translated from japanese to english: "according to the user's verbatim report, fm came out of the needle before he/she aspirated insulin."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-apr-2022. Investigation summary; customer returned (6) 1/2cc, 12.7mm, 29g syringes in an open poly bag from lot # 1116603. Customer states that fm came out of the needle before he/she aspirated insulin. All returned syringes were examined and one sample exhibited a hard piece of plastic in the barrel. A review of the device history record was completed for batch# 1116603. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure root cause: at the barrel cleaning dial, the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. The air hose was not functioning. There is not root cause identified why the hose was broke.